Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) and leads. Multiple patients and multiple manufacturer's were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article references deaths, lead dislodgements, inappropriate shocks, ineffective defibrillation, and ¿failed atp [anti tachycardia pacing].¿ the status of the devices and leads is unknown. The cause of death has been requested and follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. The baseline age/gender is (B)(6) years old and male. The date of death is purely an estimate, as there is no direct correlation with device serial numbers. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿a comparison of right ventricular non-apical defibrillator lead position with traditional right ventricular apical position: a single centre experience.¿ heart lung circul. 2015;24(2):179-184. (B)(4).